Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 275 mg/dl. Customer wasn't treated for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. The auto mode was on at the time of incidence. Customer also reported that the insulin did not exit at the time of quick review. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.